Event description:
Patient reported he could not put weight on his right leg. Removed broken exeter stem and replaced with a new stem and added a longer trochanteric plate. The patient had a fracture of the femur in 2016 approx. At this time an orif was performed but the hip replacement products were not revised. The thr was completed prior to this with actual date unknown.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via provided photo and clinician review. Method & results -product evaluation and results: the reported device was not returned however a photograph was provided for review. The photo presented a recent revised stem with a ceramic head. The stem was fractured at about middle 1/3 location. -clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: fracture of an exeter stem can be confirmed. Replacement products and prior surgeries cannot be confirmed. Root cause: the root cause of the stem fracture cannot be determined without additional information. The root cause of the revision appears to be the stem fracture. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the stem was broken. The reported device was not returned however a photograph was provided for review. The photo presented a recent revised stem with a ceramic head. The stem was fractured at about middle 1/3 location. Clinician review of provided x-ray also confirmed this event. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation

Event description:
Patient reported he could not put weight on his right leg. Removed broken exeter stem and replaced with a new stem and added a longer trochanteric plate. The patient had a fracture of the femur in 2016 approx. At this time an orif was performed but the hip replacement products were not revised. The thr was completed prior to this with actual date unknown.